Event description:
It was reported that the patient¿s blood glucose (bg) reached over 500 mg/dl while wearing the pod between 1 and 4 hours on unknown location. After realizing elevated bg levels, the patient found cannula had not deployed as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received undeployed. The device was received in pod state 14, indicating it deactivated itself due to timing out during the activation process. The device operated as intended.